Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, the stent dislodged inside the patient. The heavily calcified target lesion was in the left anteror descending (lad) artery. A 2.5x20mm non-bsc balloon catheter was used to pre-dilate the lesion. A 3.0x24mm taxus liberte drug-eluting stent was selected to treat the target lesion. While attempting to deliver the device, the physician encountered resistance. The device was removed, and it was noticed that the stent had dislodged inside the unspecified type of guide catheter. The physician retrieved the stent by using a snare. The procedure was completed with a different device. There were no patient complications reported with the patient's current condition listed as "ok."

Manufacturer narrative:
Device analysis: a unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause is unknown. Product unavailable for analysis